Event description:
An impella cp was inserted via the left femoral artery in 66-year-old male undergoing high risk percutaneous coronary intervention (pci) who presented in scai stage c shock. The patient¿s history included prior CABG and diabetes. During support, the patient had intermittent ectopy/arrhythmia, attributed by the patient¿s smaller left ventricular cavity, with the impella cp causing occasional ectopy despite being placed with best practices and confirmed in good position under fluoroscopy. The patient remained stable, successfully weaned from support and survived to explant. The device was discarded post-explant and is unavailable for return. Based on the available information, the reported arrhythmia appears clinically associated with the patient¿s underlying cardiac anatomy and reduced lv cavity size, rather than any malfunction or performance issue with the impella cp. Imaging confirmed correct pump positioning, no allegations of device malfunction were made, and no device related involvement was identified. Current findings indicate the impella cp functioned as intended, with no evidence of a device defect.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: ppae (arrhythmia) : the root cause of the injury was unable to be determined due to insufficient clinical details.